Event description:
It was reported that a pump memory error occurred during an update. Sources of potential electromagnetic were present. The pump memory alarm was noted. The pump was programmed to stopped pump mode. No pt symptoms were reported.